Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified

Event description:
Procedure performed: ni. Event description: two bags were used in the same procedure. Both bags had fractures in the bag and the bags broke. There was spillage out of the bags. Both bags were the same lot number. Intervention: unk. Patient status: no patient injury.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: ni. Event description: two bags were used in the same procedure. Both bags had fractures in the bag and the bags broke. There was spillage out of the bags. Both bags were the same lot number. Intervention: unk. Patient status: no patient injury.